Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it powering off unexpectedly was confirmed. Ventec observed that the device would continuously reboot on its own. In this condition the device would be inoperable. An internal inspection of the device was performed which revealed that the cough assist valve's poppet had a torn rubber ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough assist valve's poppet had a torn rubber ring.

Event description:
It was reported to ventec that the device unexpectedly powered off during use. When power was restored, the reporter advised "it [the device] alarms and doesn¿t allow easy access to the menu system." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details about the patient was provided.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.